Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that foreign matter was found on the stent. During preparation of a 3.50 x 32 mm synergy xd drug-eluting stent (des), white threads were observed on the stent. A second 3.50 x 32mm synergy xd des from the same lot also had white threads. The procedure was completed with anther stent. There were no patient complications, and the patient made a full recovery.